Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. It was determined that fluid had leaked into the distal tip, causing the image malfunction. The device was repaired and returned to use.

Event description:
It was reported that, during an endoscopy case, the center display screen would intermittently turn red or green, obscuring visualization of the anatomy. There was no report of any adverse patient effect.